Manufacturer narrative:
It was reported that the forearm crutch broke and the end user fell. He fractured his arm and required surgical intervention. The individual reporting the incident sent photos but not the sample. There are no identifying labels on the device indicating item number, lot number or manufacturer. He states he was told it is a medline device. The incident apparently occurred in (B)(6) of 2012 but was not reported until now. The photos show that the forearm crutch is clearly split inside the handle attachment tube at the lower rivet. The location of the break does not present itself as a feasible point of failure based on how the handle assembly goes around the crutch tube. We have not seen a similar failure with our forearm crutches. From the photos, there is no discernible root cause. Without the sample, lot number or labeling on the crutch, we cannot confirm it is a medline crutch. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the crutch broke, the end user fell and fractured his arm.